Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. (B)(4).

Event description:
It was reported that there was a communication problem and a coupling problem. The patient had been having recharging issues since (B)(6). It was stated that the last recharge session was in approximately (B)(6) 2013 and it was "not successful". It was stated that prior to this the patient was about to get "100%". It was stated that the patient was not able to get any coupling bars. The patient was in the clinic with a company representative at the time of the report. It was reported that at the clinic the patient was able to get 8 coupling bars, but they could not maintain that. A different recharger was used and the patient was able to get and maintain all 8 coupling bars. It was reported that the patient implantable neurostimulator (ins) protrudes more and it was closer to the patient's skin. It was stated that the ins was "easy to palpitate and it was not tilted". It was reported that the patient's ins site was sore from "trying to charge". It was noted that medical assessment was needed regarding evaluation of protrusion of the ins. It was stated that the antenna locate (al) feature was used in the office. Additional information received reported that the patient's antenna and programmer were broken. A replacement was sent to the patient. It was stated that the patient was "very knowledgeable" on how to recharge. It was reported that the patient was now "doing fine".